Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The manufacturer¿s international service technician replaced the defective touch frame and the cable, mmi board to touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
The customer reported the touch frame is not functioning. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The touchscreen is partially not working. The manufacturer¿s international service technician replaced the defective touch frame to address the reported problem. The unit successfully passed the required performance verification test.